Event description:
A malfunction alarm, identified as alarm 01, was reported. There was no adverse impact to the customer's blood glucose level. The customer was unable to verify any cracks on the original cartridge and could not return it. Technical support guided the caller to load a new cartridge, and the customer was able to resume insulin delivery successfully.